Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with light headedness when stood up. Low heart rate was noted. High out of range shock impedance measurements on both the non boston scientific right ventricular (rv) lead and the left ventricular (lv) lead. In addition loss of capture were observed on the lv lead. Possible causes were discussed and troubleshooting options were recommended. No changes were made. Subsequently, the patient was check in and all measurements were within in range. Technical services was unable to explain that either. Reprogramming efforts were performed. However, the physician opted to remove and replaced the crt-p. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with light headedness when stood up. Low heart rate was noted. High out of range shock impedance measurements on both the non boston scientific right ventricular (rv) lead and the left ventricular (lv) lead. In addition loss of capture were observed on the lv lead. Possible causes were discussed and troubleshooting options were recommended. No changes were made. Subsequently, the patient was check in and all measurements were within in range. Technical services was unable to explain that either. Reprogramming efforts were performed. However, the physician opted to remove and replaced the crt-p. No additional adverse patient effects were reported.